Event description:
It was reported that the camera head showed a split in the cable. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b5, d8, d9, h2, h3, h4, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to the repair base for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the cable unit was not watertight, so its watertightness was impaired a definitive root cause could not be identified. Based on the results of the investigation, it is likely the information obtained from this complaint results did not lead to the identification of the cause. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The issue was found during sterilizing process.